Event description:
During review of the patient's programming history, it was observed that the patient's settings were changed to unintended parameters, which are indicative of a faulted systems diagnostic test occurring. There were two systems tests performed on this date, but neither show to be faulted. Two interrogations were performed after the systems diagnostic tests that displayed the changed settings, but the settings were not reprogrammed prior to the patient leaving the clinic. The settings were later correct at another visit.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the age incorrectly. Date of event, corrected data: the initial report inadvertently reported the incorrect date. Describe event or problem, corrected data: the initial report inadvertently reported the incorrect data. Relevant tests/laboratory data, corrected data: the initial report inadvertently reported the incorrect data. Initial reporter, corrected data: the initial report inadvertently reported the incorrect programmer/initial reporter. Type of report, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a '30-day' report.

Event description:
Further review of the programming history was performed. Date adjustments were performed which revealed that the faulted systems diagnostic test occurred on (B)(6) 2008. Final interrogation was performed on this date showing the change to unintended settings, but the settings were not corrected until (B)(6) 2010. Due to the incorrect date correction/rollover event in the programming history in the in-house database, it initially appeared to be two events. Upon updated date corrections, the error was identified. This programming anomaly was previously reported in manufacturer report number: 1644487-2012-01464, and this MDR is a duplicate report.

Manufacturer narrative:
Analysis of programming history.